Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).

Event description:
A medwatch form was received reporting a posterior capsular tear during surgery. The medwatch form stated a posterior capsular tear was noted after removal of most of the large lens fragments. A viscoelastic was injected to float the small fragments above the pupil and were manually removed after the corneal wound was enlarged. The cataract was noted to have been "very hard." An anterior vitrectomy was performed. The physician felt that the phaco vacuum was set too high.